Manufacturer narrative:
(B)(4). The investigation summary was corrected. The device was received with the shuttle hub handle disassembled which indicates that the device may have manipulated subsequent to the procedure. Visual inspection of the device showed that the proximal detent was engaged to the handle. The procedural sheath was pulled back against the shuttle. The sealant was protruding from the shuttle cartridge side slit. Shuttle movement was checked and slight resistance was felt. The condition of the returned device is consistent with a device deployment jam. Subsequent to unsheathing, blood was observed on the outer surface of the sealant as well as the proximal end of the advancer tube, which is a typical indication that blood was forced into the shuttle cartridge. Blood was also observed inside the green shuttle handle. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1600602) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the provided information and the investigation performed, the reported event may have been caused by the sealant prematurely swelling up, increasing the profile and being wedged between the shuttle cartridge and the sheath, potentially resulting in deployment failure. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device failure. Failure to open the procedural sheath stopcock could result in blood being forced inside the advancer cartridge initiating proximal swelling of the sealant. Per the mynxgrip instructions for use (IFU), "while pulling lightly on the device handle, open the procedural sheath stopcock and confirm temporary hemostasis". Should additional relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
The device was returned and received by aci. The device was received with the shuttle hub handle disassembled which indicated that the device may have been manipulated subsequent to the procedure. Visual inspection of the returned device showed that the proximal detent was engaged to the handle. The procedural sheath was pulled back against the shuttle proximal detent. The sealant was protruding from the shuttle cartridge side slit. Shuttle movement was checked and slight resistance was felt. The condition of the returned device is consistent with device deployment jam. Subsequent to unsheathing, blood was observed on the outer surface of the sealant as well as the proximal end of the advancer tube, which is a typical indication that blood was being forced into the shuttle cartridge. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstruct the device path during the deployment. Blood was found inside the proximal detent. The review of the lot history record (f1600602) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the provided information and the investigation performed, the failure to deploy might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step could result in a tight seal at the tip of the sheath and as the device is advanced, blood could be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device failure. The root cause of sealant swelling prematurely could not be conclusively determined; however, incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip device used for arterial closure post-coronary procedure failed to deploy. The device was reportedly deployed per instruction manual. At prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device. The stopcock was not opened on the procedural sheath prior to shuttle down. The balloon was inflated and pulled back to the "inner part" of the artery. The green shuttle was detached and "pushed into the groin." Significant resistance was not felt when shuttling down. When the 6f procedural sheath was retracted to deploy the sealant, it would not lock into the black handle. No force was applied when retracting the procedural sheath. The white advancer tube did not stay together with the peg sealant in the patient's body as expected. Instead, the advancer tube with peg sealant stuck to it pulled out with the sheath when retracting to the black handle. Subsequently, the balloon was deflated and the entire device was pulled out. There were no kinks in the procedural sheath or device. There were no multiple stick punctures. The puncture (access site) was manually compressed for less than 30 minutes with no patient complications. The patient was reported to be fine and recovering. The patient's hospitalization was not prolonged as a result of the mynx event.